Manufacturer narrative:
Event date: (B)(6) 2018. Report date: 09aug2019. The manufacturer¿s international service technician confirmed the reported fan issue. The manufacturer¿s international service technician replaced the power management (pm) pcba to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. This customer returned pm board was tested and no failures were identified. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the cooling fan functioned intermittently without the power on. There was no patient involvement.